Event description:
Pt with rheumatoid arthritis completed 11 prosorba treatments without incident. During 12th treatment, pt noticed blurring in left eye, which pt did not report. Pt's vision continued to deteriorate and pt was admitted to the hosp later the same day. A diagnosis of retinal vascular occlusion was made. Pt was started on anti-coagulation and stabilized on coumadin. It was reported that the column was not primed with heparin due to history of heparin induced thrombocytopenia. The method to prime the column is unknown. It was also reported that the pt is now found to be positive for anticardiolipin antibody and had no previous history of thromboembolic phenomenon.